Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 338 mg/dl with moderate ketones. Patient received no unusual treatment. During troubleshooting, customer support found that basal delivery totals in tdd did not match active basal program total, and did not identify a cause for variation. Cs advised patient to discontinue pump use. This complaint is being reported because the inaccurate delivery issue was not resolved, and the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: no defect was found; testing was unable to duplicate complaint. The last basal delivery was on 10/05/2014 and the last bolus was on 10/02/2014. Black box shows on 09/30/2014 a routine cartridge change was performed. Pump was exercised for 24hrs with returned battery and returned cartridge cap; no alarms occurred. The tdd¿s add up correctly and reflect the users programmed basal rate. A delivery accuracy test was successfully completed pump found to be delivering accurately and within required range. Unrelated to the complaint, the battery compartment is cracked between bumper pad and cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.